Event description:
Reporter alleged lancet needle is not retracting back into the device after use for blood glucose testing. No actions were taken and no treatment was reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.